Event description:
A peritoneal dialysis patient called regarding alarms she was getting. When she opened the cassette door she discovered that there was fluid inside. There is no report of patient ill effect. There is no sample for evaluation.

Manufacturer narrative:
There was no sample returned for evaluation, therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.